Event description:
It was reported that modules "a and b" were unable to detach from the pcu. During initial device assessment by on site manufacturer representative, it was found channel a with fluid ingress under the iui (m) connector, a sticking module latch assembly and surface contaminants on the iui (f) connector. Channel b was found with a sticking module latch assemebly. Channels c and d were stuck together. Cahnnel c was noted to have a sticking module latch assembly and surface contaminants on the iui (m) connector. Channel d was noted to have a sticking module latch assembly.this was reported to bd representatives during their site visit. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that modules "a and b" were unable to detach from the pcu. During initial device assessment by on site manufacturer representative, it was found channel a with fluid ingress under the iui (m) connector, a sticking module latch assembly and surface contaminants on the iui (f) connector. Channel b was found with a sticking module latch assembly. Channels c and d were stuck together. Cahnnel c was noted to have a sticking module latch assembly and surface contaminants on the iui (m) connector. Channel d was noted to have a sticking module latch assembly. This was reported to bd representatives during their site visit. There was no reported patient involvement.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an sticking module latch assembly was not determined because no products or device logs were returned.